Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were dropping quicker than expected and occlusions were not as expected. Despite the issues, the case was completed with cryo. Test injections were performed and experienced the same temperature issues. During later servicing, the injection proportional valve (mks), valve board, tank pressure sensor (pt0) and low pressure regulator (lpr) gauge were replaced, the lpr was adjusted, and the injection pid was calibrated which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Initial reporter updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.